Manufacturer narrative:
No conclusion code available. Final analysis found integrated circuit cracked and output capacitor dislodged, which led to output anomaly.

Event description:
It was reported that when patient presented in the hospital with symptoms of swelling around the device pocket. Patient was other was asymptomatic. Patient notified that a brick was thrown at him which hit the patient¿s device implant site. A magnet was placed over the device and there were no changes in device rhythm. Patient is not dependent on the device. Upon testing high capture threshold was observed on the device. Device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.